Event description:
It was reported by the clinical specialist that during a case the surgeon experienced difficulty placing the intraclude." Patient info - (B)(6) male, (B)(6). The physician was also planning to use the icf 100, intraclude aortic occlusion device. The icf100 was prepped and set up according to IFU's. The wire and balloon were visualized in the descending aorta, as well as the ascending aorta. The surgeon made a comment that he felt a little resistance while advancing balloon. Initially, the patients right radial pressure and the left radial pressure were about 15 mmhg apart. The root pressure was corresponding to the left pressure. While observing the tee during initial balloon inflation, we could visualize the balloon near the valve. While attempting to fully inflate balloon in order to decrease the root pressure, the balloon would migrate towards the head vessels. Volume was removed and placement was attempted again. Once again, the balloon would migrate toward the head vessels while inflating, losing our right radial pressure. The surgeon could not advance the intraclude as the catheter was advanced as far as possible. It was in all the way to the hub. The aortic root vent was on to help seat the balloon. We never had a decrease in root pressure to indicate occlusion. At one point, the patients left radial pressure decreased although the right stayed the same. It seemed as though nothing was "normal" during this intraclude placement. All of the "expected" scenarios were not occurring. We attempted placement and initial inflation about 4 times. The patient was (B)(6) and the surgeon did not want to continue to manipulate the aorta. For these reasons, the surgeon decided to discontinue the use of the intraclude. They did not convert to a sternotomy, but his inability to use the intraclude did alter his approach to the surgery. He decided to cool the patient and use fibrillatory arrest because he could not give antegrade cardioplegia. Therefore, the pr9 was placed in the beginning but also never used."

Manufacturer narrative:
The device evaluation is currently underway into root cause.

Manufacturer narrative:
During visual inspection there were no defects were found with the returned device that could have contributed to the reported event. Complaint could not be confirmed. The root cause could not be determined. Edwards has a technical summary in place to address how patient anatomy may have contributed to the occlusion difficulties expereienced by the physician. There will be no CAPA or pra initiated as trends are within control. Manufacturing records were reviewed and there were no related non conformanced. IFU and risk documents are appropriate to address this failure. Trends will contineu to be monitored through the edwards quality system.